Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing lead impedance, increased pacing thresholds with no capture and undersensing is suspected. During evaluation the patient reported he has not been to follow since implant eight years ago. The rv lead remains in service. The patient is under the care of a physician and the lead may be revised in the future. No adverse patient effects reported.